Event description:
It was reported the intellivue patient monitor mx750 displays a speaker malfunction error message. A good faith effort attempt conducted to confirm if the device still had sound retrieved no new information. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The following functional tests were performed: the remote service engineer (rse) talked to the customer biomed who confirmed the device displays a speaker malfunction inop error message and arranged a replacement speaker assembly will be sent to the customer. The customer will replace the part on customer site. Based on the information available and the testing conducted, the cause of the reported problem is a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone#:(B)(6). E1: reporter phone# :(B)(6).